Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent repair of multiple enterostomies, excision of marlex mesh, extensive lysis of adhesions, removal of two thirds of mesh from previous sacral colpopexy with replacement grafts for sacral colpopexy, cystourethroscopy, omental j-flap and incision of previous vulvar incision with exploration and closure on (B)(6) 2006. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent repair of multiple enterostomies due to excision of marlex mesh on (B)(6) 2006 and extensive lysis of adhesions, removal of two thirds of the graft from previous sacral colpopexy with replacement grafts for sacral colpopexy, cystourethroscopy, omental j-flap, incision of previous vulvar incision with exploration and closure.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence, frequency, urgency, incomplete uterovaginal prolapse, large cystocele, and mild rectocele. It was reported that following insertion the patient experienced pain, urinary problems, neuromuscular problems, vaginal scarring, organ perforation and other non- specified outcomes. (B)(4).

Event description:
It was reported that the patient underwent a gynecological on (B)(6) 2010 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.